Event description:
It was reported that the patient had a loss of therapeutic effect and was in a great deal of pain. The patient initially went to the hospital, but no one was able to check the implant. The patient found a new physician to check the device and was seen on (B)(6) 2014. The device found to be dead. The patient was waiting for a call back for when the physician had an open operating room. It was later reported that the device was replaced. The patient was doing well as of the day prior to the report when the manufacturer representative spoke with the managing healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 7498-66, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3887, serial# (B)(4), implanted: (B)(6) 1999, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cannot be put to sleep anymore because the patient died twice on the table, and the doctor almost didn't get the patient back. The patient was told by the doctor the patient should not go under again. Patient reported this happened during his implant procedure because it took so long for him to get the old one out, it was rotted and they had to chip all that out. Patient reported that there was too much growth over it patient's wife later clarified that the stimulator itself fell apart in the patient's back. Patient reported that they were told this by the doctor who removed the ins. The replacement was due to normal battery depletion, patient stated they had a stimulator in their stomach for about 25 years and reported they had to disconnect that battery and put it in his back when they put this new one in. The patient reported the battery was no good and stimulator was not working. When the patient was asked what they meant by not working and patient stated it wouldn't do nothing when the patient tried to raise it or lower it. Then the patient's wife reported that the patient meant the stimulator was replaced because it was out of date. No further complications were reported. No additional patient symptoms were reported.